Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a central posterior linear scratch was observed in the optic. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section in the rayone IFU. The device was retained and returned to rayner. Examination of the lens could not verify the report as the lens was found to be free of any damage. Our review of production records for the rayone emv rao200e batch 064243825 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 064243825. The customer report could not be verified as product inspection confirms that there is no fault of the rayner device.

Event description:
On 16th january 2025, rayner received notification from a UK healthcare faciltiy of an event that occurred during use of a rayone emv rao200e. The event description provided states immediately following implantation a central posterior linear scratch was observed on the lens optic.